Event description:
Within the span of several days, 5 similar events occurred involving the failure of catheter tubing when the lumen separated. In all cases, the outer lumen separated at the point where the catheter meets the thicker reinforced area. All reportedly occurred at the more proximal end of the reinforced area, not further down near the hub. Patients required line replacement. Staff do not know what caused/contributed to these events.